Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted

Event description:
It was reported that a patient died coincident with peritoneal dialysis therapy. The cause of death was heart attack. On an unreported date, the patient experienced a heart attack and died. It was not reported if the patient was hospitalized prior to death. Treatment for the heart attack was not reported. It was not reported if an autopsy was performed. It was not reported if therapy was ongoing prior to death or if the patient was performing therapy at the time of death. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.